Manufacturer narrative:
(B)(4).

Event description:
It has been reported that the left ventricular lead exhibited high capture thresholds; the patient experienced phrenic nerve stimulation in all the vectors. The lead was capped and replaced. There were no patient issues. No additional information was reported.

Event description:
New information noted that the patient was doing well post procedure.